Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that patient was experiencing heat while charging. Database analysis revealed that the battery discharge and charge profiles were observed and revealed no anomalies. The patient will undergo an ipg replacement procedure.